Event description:
It was reported that there was repositioning difficulties with the atrial lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analyzed. The outer insulation had a breached depression and a cosmetic depression. The proximal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix/lobe mechanism.